Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00419 and 1627487-2011-00420. The pt received an scs system on (B)(6) 2010, including two percutaneous leads and a lead extension. It was reported that the pt recently suffered a fall and is experiencing discomfort at the site where the leads are located. An x-ray revealed that the pt's leads had migrated. Surgical intervention was undertaken on (B)(6) 2011 to correct this issue. At that time, the leads in question and the associated extension were replaced. The explanted products will not be returned to the manufacturer.